Event description:
Vessel rupture during vasospasm treatment using a sentry balloon. Pt subsequently died. Pre-operative info: the pt had suffered from a severe diffused vasospasm, and up until the day of the surgery when they had displayed new neurologic deficits, was making a recovery following a severe hemorrhage that was treated by surgical clipping.